Event description:
It was reported that patient underwent a hip revision procedure on (B)(6) 2006. Subsequently, patient was further revised on (B)(6) 2010, due to fracture of the proximal femoral component and the locking screw of the distal bowed stem. A delay of more than half an hour occurred as the surgeon performed an osteotomy to remove the stem. The proximal femoral component was also removed and replaced.

Manufacturer narrative:
A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, #9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight. This report submitted (B)(6) 2010.